Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, and minor scratches on display window. No crack on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was cracked due to insulin pump being dropped. Insulin pump would need to be replaced.